Event description:
It was reported that the packaging for the device was incorrectly sealed. It was also reported that the product was not used on a pt. The issue was discovered while setting up for surgery. It was further reported that this issue did not result in a delay to the surgery, another unit was readily available.

Manufacturer narrative:
The devices subject to this MDR were returned for eval. From review of the returned device, it was determined that there was insufficient contact between the packaging materials to ensure a proper seal. The mfg history records were reviewed, no issues were identified which may have contributed to this event. The labels for these devices have a symbol indicating "sterile only if package is unopened and undamaged". The root cause is undetermined.